Manufacturer narrative:
Medtronic received the following information from a journal article entitled; chimney technique with endoanchors in treatment of late type 1a endoleak after endovascular aortic repair gatta e , pagliariccio g, schiavon s, grilli cicilioni c <(>&<)> carbonari l. Sage open medical case reports volume 8: 1¿4 doi:10.1177/2050313x20953011 if information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm on an unknown date. It was reported the patient presented to ER, five years later with abdominal pain. An ultrasound and CT confirmed a type ia endoleak with an aneurysm sac diameter of 64mm. Distal stent graft migration and distal enlargement were also detected. Intervention was performed, with the patient undergoing a chevar procedure. The left renal artery was cannulated and a non mdt stent was implanted. Following this, an endurant aortic cuff was deployed just below the higher renal artery. The aortic cuff was then ballooned using a reliant balloon. An angiogram performed showed the endoleak had reduced but was still persisting. Therefore, heli-fx endoanchors were implanted. A final angiogram showed the endoleak had resolved. The patient was discharged on post-operative day 3 and the postoperative course was uneventful. At 6 month follow-up, a CT showed patency of the renal stent and complete exclusion of the aneurysm. No cause of the event was reported. No additional clinical sequalae were reported and the patient is fine.